Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an infection at their ipg pocket site. Pt was given antibiotics and the battery was explanted. The issue was not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.